Event description:
An unexpected application issue was reported with the abbott diabetes care (adc) application, in use with iphone xr with ios operating system version 17.6.1. The customer's freestyle librelinkup application was "not receiving information" from freestyle libre 3 application. As a result, the caregiver was not notified via the freestyle librelinkup application of customer's glycemic status. The customer experienced confusion, convulsions, seizure and was unable to self-treat. The customer received oral glucose from a family member and juice from a healthcare professional as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported that the freestyle librelinkup application was not receiving information from freestyle libre 3 application. Per the abbott diabetes care compatibility guide, the reported configuration of ios 17.6.1 is not compatible with the customer's reported application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.